Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high ventricular rate (hvr) episodes were observed. Session record analysis indicated the hvr episodes may be due to noise on the left ventricular and atrial leads. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found external abrasion breaching the outer insulation that exposed the outer coil proximal to the suture sleeve impressions which is due to friction to the device can. This is likely the cause of the field report of lead noise. X-ray examination found the connector and helix regions normal. Electrical testing did not find any indication of conductor fractures. All other damage found and noted is consistent with that occurring at the time of explant.

Event description:
Further information was received indicating the patient came into the clinic for a follow-up and several right ventricular (rv) noise episodes were observed. The lead was explanted and replaced. Further information was requested but not received.